Event description:
During routine testing of the device at the service center, the service technician reported the bottom portion of the battery pack was cracked. The monitor was originally returned for repair due to an error message displayed when the cracked battery pack was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.